Manufacturer narrative:
(B)(4). The customer reported a fallen device without providing any further details. It is not confirmed that the monitor has not contributed to that issue and in addition, it is not confirmed that the monitor worked as specified. Based on the customer allegation, we consider this issue is being reported to the competent authority, as it was reported that the m8105a ((B)(4)) intellivue mp5 fell down. This is being considered an unexpected fall of the device. Further information will be obtained to determine the nature of the incident. The initial report by the customer indicated that the caller did not know the circumstance of the fall. There is no indication of any mounting failure. Based on available information, this issue poses minimal health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a fallen device without providing any further details. It is not confirmed that the monitor has not contributed to that issue and in addition, it is not confirmed that the monitor worked as specified.